Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. The therapy date(s) for the following device(s) are unknown: model: 3799, scs ipg, model: 3186, scs leads (x2). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR. Report: 1627487-2017-03290. It was reported the patient ((B)(6)) experienced pain and swelling at the anchor sites. X-ray and CT images did not reveal any anomalies. In turn, the patient underwent surgical intervention to explant and replace the entire system. There were no alleged deficiencies associated with the implanted leads and ipg.

Event description:
Device 2 of 4. Reference MFR. Report: 1627487-2017-03290. Reference MFR. Report: 1627487-2017-04456. Reference MFR. Report: 1627487-2017-04470. Further investigation identified there were no issues noted post-operative in regards to pain at the anchor sites. In addition, it was reported the patient's leads had dislodged during the surgery and as a result, the leads were replaced. The ipg was electively replaced to take advantage of new technology. Note: the leads are being included as device 3 and device 4.